Event description:
Reported via patient call center. It was reported that cardiac perforation occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device was implanted on (B)(6) 2024. The patient called the watchman care team and stated everything went well in the procedure until the physician was backing out from the closure device deployment and nicked an artery. The patient coded twice, ended up needing two pints of blood, spent two days on life support and ended up spending two weeks in the hospital post implant of the closure device. The patient stated they was prescribed direct oral anticoagulant (doac) xarelto prior to the implant procedure and is now taking 81mg baby aspirin as directed by the physician.

Manufacturer narrative:
H6: patient code added.

Event description:
Reported via patient call center. It was reported that cardiac perforation occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device was implanted on (B)(6) 2024. The patient called the watchman care team and stated everything went well in the procedure until the physician was backing out from the closure device deployment and nicked an artery. The patient coded twice, ended up needing two pints of blood, spent two days on life support and ended up spending two weeks in the hospital post implant of the closure device. The patient stated they was prescribed direct oral anticoagulant (doac) xarelto prior to the implant procedure and is now taking 81mg baby aspirin as directed by the physician. It was further reported that the complication was a perforation of the right superficial femoral artery (sfa) of the patient groin an intervention occurred and a covered stent was placed. There was no pericardial effusion present with this complication. There were no issues with imaging or the closure device. No issues with transeptal puncture (tsp) or recapturing/repositioning. The patient anatomy did not seem to be an issue all issues were related to the right groin access.

Event description:
Reported via patient call center. It was reported that cardiac perforation occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device was implanted on (B)(6) 2024. The patient called the watchman care team and stated everything went well in the procedure until the physician was backing out from the closure device deployment and nicked an artery. The patient coded twice, ended up needing two pints of blood, spent two days on life support and ended up spending two weeks in the hospital post implant of the closure device. The patient stated they was prescribed direct oral anticoagulant (doac) xarelto prior to the implant procedure and is now taking 81mg baby aspirin as directed by the physician. It was further reported that the complication was a perforation of the right superficial femoral artery (sfa) of the patient groin an intervention occurred and a covered stent was placed. There was no pericardial effusion present with this complication. There were no issues with imaging or the closure device. No issues with transeptal puncture (tsp) or recapturing/repositioning. The patient anatomy did not seem to be an issue all issues were related to the right groin access.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received. Sec d: device information corrected from watchman flx pro to watchman fxd curve access system. H6: patient code corrected from e0604 cardiac perforation to e2114 perforation. H6: impact code added.